Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, pump reset information was given. There was no reported adverse impact to the customer¿s blood glucose.